Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii to iii, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with two 275cc smooth mentor memorygel breast implants has experienced postoperative right-sided rupture, bilateral capsular contracture baker grade ii to iii, and unexplained systemic symptoms, including fatigue, rashes, and myalgias. Rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 23-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient developed capsular contracture, fatigue, rashes and myalgias. During visual evaluation of the sample, a crease was observed on the posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).